Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with racked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Pump passed functional tests.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 32 mg/dl. Customer was admitted as an inpatient by paramedics. Customer passed out and her husband could not get her to drink anything. Customer stated that she was clenching her teeth. Customer's process is correct except that she should be standing when performing the insertion. Customer was given a shot and an IV. Customer stated that the screen looks funny and the reservoir is showing more insulin than what is on the status screen. Customer stated that she does not have any problems opening the cap, but it is a little rough. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The pump passed the delivery accuracy test.